Manufacturer narrative:
(B)(4). P-cap unable to properly lock into place due to broken reservoir tube lip, missing reservoir tube o-ring, and partially broken retainer ring. Unit was also received with broken battery threads, cracked battery compartment tube, cracked case on lower battery side, pillowing keypad overlay, stained keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when crack on battery compartment tube was noted. In addition. The following cosmetic damages were noted when broken battery threads, broken reservoir tube lip, partially broken retainer, cracked case on lower battery side, pillowing keypad overlay, stained keypad overlay, missing reservoir o-ring and scratched case were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1712k was returned for analysis.